Event description:
It was reported that the nurse manually programmed an epinephrine infusion using guardrails drug library but selected the incorrect concentration. The nurse then tried to send the electronic order of the medication (epinephrine 0.3mcg/kg/min) via epic interoperability. The epinephrine bag¿s actual total dose/concentration was 8mg/250ml. However, it was noted that it "did not correct" the manually programmed infusion rate. The patient was in the hospital due to covid and it was also reported that the patient coded but unsure if this was related to pump issue. There was no harm to the patient.

Manufacturer narrative:
Omit: a140504 - inaccurate delivery (2339), b17 - device not returned, c20 - no findings available, d15 - cause not established, f27 - no patient involvement. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the nurse manually programmed an epinephrine infusion using guardrails drug library but selected the incorrect concentration. The nurse then tried to send the electronic order of the medication (epinephrine 0.3mcg/kg/min) via epic interoperability. The epinephrine bag¿s actual total dose/concentration was 8mg/250ml. However, it was noted that it "did not correct" the manually programmed infusion rate. The patient was in the hospital due to covid and it was also reported that the patient coded but unsure if this was related to pump issue. There was no harm to the patient.